Manufacturer narrative:
The account indicated that the bed has not failed since they were made aware of the issue and has placed the bed back into service.

Event description:
The account alleged that the bed is intermittently going into the trendelenburg position.